Event description:
The user facility reported that the surflash 24g catheter broke. At the conclusion of the surgery on the (B)(6) lb. Dog, upon removal of catheter from cephalic vein, the catheter broke cleanly away from the hub. The doctor was able to palpate and locate catheter, block the vein with her thumb and was able to work the catheter back and grab the tip with her fingernail to remove from the dog. Per the practice manager, there was no issue with placement of catheter, or leakage reported during use. There was no impact on the dog, and the doctor was able to successfully remove the catheter with her fingers.